Event description:
A customer had emailed IV therapy specialist regarding an interlink t-con ext set/micro-bore which was cut in half with package intact. Product surveillance spoke with the customer regarding the reported interlink damage. The customer stated that they have a sealed package of the interlink where the product inside the package is cut in half. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted upon completion of evaluation or if relevant additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During visual inspection the customer reported condition was confirmed, as the tubing was found to be cut in two pieces. However, the root cause could not be identified.